Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. At the time of report, the customer did not provide how the elevated bg was addressed. Reportedly, the customer reverted to an alternate method of insulin therapy.